Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed, and found that the insulin pump was functioning properly. The customer stated that she changed the infusion set, not the site before bedtime and she woke up with an empty reservoir and low blood glucose. No further information was provided.